Event description:
"The girl was sitting on the chair and she swings forward/backward a lot, without any warning seat locks under the seat broke, the girl moves forward and the whole chair tipped over and girl hit her head on the floor of the shower room. The teeth coming on her lip and three of them are broken."

Manufacturer narrative:
This info is also sent to (B)(4), (B)(6), where the incident took place.